Event description:
Initial report: this non-serious case from (B) (6) was received from a physician on 04-feb-2010 and forwarded by our local affiliate - local (B) (4). This case involves an adult female, pt, ((B) (6) yrs old), who developed granulomas in both cheeks in (B) (6) 2010, after only one treatment of poly-l-lactic acid (sculptra) therapy on (B) (6) 2009. No additional treatment details were provided. Significant/relevant medical history and concomitant medications info were not mentioned. Action taken: not applicable. Corrective treatment - unk. Outcome - not recovered/not resolved. Reporter's causality assessment - possible. A ptc (pharmaceutical technical complaint) was initiated (# nos). Additional info received by a physician on 11-feb-2010: based upon this new f/u info, this non-serious case, upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This case involves a (B) (6) female, pt, who received poly-l-lactic acid therapy on (B) (6) 2009. The pt had no concomitant disease, no previous similar events after poly-l-lactic acid or any other product, no acute/chronic cutaneous diseases, no autoimmune disorders, no granulomatous disease, no tendency towards pathologic scarring, and no recent hormonal changes. No concomitant medications were taken, but pt had undergone previous aesthetic treatments (nos). Treatment details: dilution volume: sterile water + lidocaine (amounts nos). Amount injected: 5 ml. Batch #: not specified. Regions injected: left and right cheeks. The pt developed multiple visible granulomas in both cheekbones. The event was described as 10-12 giant nodules located at both cheeks (at treated area). Indication for therapy was facial sagging. No biopsy was taken. Corrective treatment: intralesional injection of 50% triamcinolone acetonide (trigon depot). Minocycline hydrochloride (minocin). Radio frequency. According to the reporter, this event did not lead to permanent impairment of a body function or permanent damage to a body structure. Adverse event lasted more than 30 days. There is no need for surgical intervention. Pt's outcome: recovering. A ptc (pharmaceutical technical complaint) was initiated: local ptc # (B) (4) global ptc # (B) (4). Physician's causality assessment: probable.